Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menorrhagia and retroverted uterus. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea,"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: uterus with proliferative endometrium, removed in therapy of pelvic pain and dysmenorrhea. Ultrasound pelvis - on (B)(6) 2020: retroflexed uterus with a possibly left ovarian cyst 2.1 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menorrhagia and retroverted uterus. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea,"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: uterus with proliferative endometrium, removed in therapy of pelvic pain and dysmenorrhea. Ultrasound pelvis on (B)(6) 2020: retroflexed uterus with a possibly left ovarian cyst 2.1 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.